Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test and rewind test. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she recently had a blood glucose level of 438 mg/dl. Customer stated that she tried to treat with the insulin pump, but did not see any insulin going through the tubing. The customer stated that she tried to treat with another insulin pump and it worked. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.